Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. However, the error was verified in the event log. The infusion level sensor was replaced for diagnostic purposes and will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event: "no patient harm/impact" (no consequences or impact to patient). Product problem: "infusion pressure not as high as system displayed" (infusion or flow error). A customer reported during set up the infusion pressure did not seem as high as it should have been. The technician increased the infusion pressure and the cases were completed without incident. The facility stated there were no kinks or bubbles in the line. There were no patient injuries reported.